Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was powering off frequently. Upon inspection the reporter noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the pump powered to the "verify" screen and there was no evidence of moisture behind display lens. A review of the black box shows dates from (B)(6) 2007. Multiple call service errors were observed in the black box. During investigation, the pump case was observed to be cracked in upper corner of the display area. A leak test was performed and showed a leak at the crack in pump case. The battery compartment was found to be intact. There was no evidence of moisture contamination found inside battery compartment. No battery cap was returned with the pump; a test cap was used for all testing. The issue of the pump rebooting was not able to be duplicated during testing. The pump case was removed and no evidence of moisture contamination was identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.